Event description:
This case has been identified during monitoring of postings on an FDA hosted docket web site, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2262, awareness date 28-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer was having constant pain in lower pelvic area, lower back and hips and a frequent need and feeling to urinate. She was having a cyst on her urethra tube at least every other month. She was also having vaginal discharge, very heavy irregular periods, abdominal bloating accompanied by sharp stabbing pains, frequent rashes on her lower back, chest, back of hands, above elbows and occasionally in face and neck. Her doctors kept telling her that they could not find anything and she will have x-rays. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up received on 11-dec-2015: product technical complaint investigation and final assessment were updated without major changes. (B)(4). Follow-up (legal claim) was received on 13-oct-2016: on (B)(6) 2010, the plaintiff underwent the essure procedure for permanent contraception. On (B)(6) 2011, she had an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, severe back pain, hip pain, skin rashes, bleeding gums, painful intercourse, cysts, and urinary tract infections. On or about (B)(6) 2016, she saw her physician and underwent a vaginal hysterectomy and bilateral salpingectomy (case was upgraded to incident). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant pain in lower pelvic area amongst non serious events. She underwent a vaginal hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur during wearing essure inserts. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: updated quality safety evaluation of ptc - medical assessment was amended. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant pain in lower pelvic area amongst non serious events. She underwent a vaginal hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur during wearing essure inserts. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain in lower pelvic area, lower back and hips/pain") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and rheumatoid arthritis. Concomitant products included contraceptives nos since 2009 to november 2010 for birth control as well as meloxicam. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("constant pain in lower pelvic area, lower back and hips"), arthralgia ("constant pain in lower pelvic area, lower back and hips"), pollakiuria ("frequent need and feeling to urinate"), urethral cyst ("cyst on her urethra tube at least every other month"), vaginal discharge ("vaginal discharge"), menometrorrhagia ("very heavy irregular periods"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal sharp stabbing pains"), rash ("frequent rashes on her lower back, chest, back of hands, above elbows and occasionally in face and neck/rashes or skin conditions type: rashes on different parts of my body"), dyspareunia ("pain during intercourse/dyspareunia (painful sexualintercourse)"), gingival bleeding ("bleeding gums"), urinary tract infection ("urinary tract infections") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, urethral cyst, vaginal discharge, menometrorrhagia, abdominal distension, abdominal pain, rash, dyspareunia, gingival bleeding, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, gingival bleeding, menometrorrhagia, pelvic pain, pollakiuria, rash, urethral cyst, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Current weight 160 lbs . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, lab data, other relevant history, product information and event- weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2262) on 28-oct-2015. The most recent information was received on 25-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain in lower pelvic area, lower back and hips/pain") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, rheumatoid arthritis, cervical bleeding, urethritis and uterine cancer. Family history included cancer (brother and father). Concomitant products included contraceptives nos since 2009 to november 2010 and eugynon (alesse) since 2005 for birth control as well as anaesthetics (anesthesia) and meloxicam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("frequent rashes on her lower back, chest, back of hands, above elbows and occasionally in face and neck/rashes or skin conditions type: rashes on different parts of my body"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexualintercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("constant pain in lower pelvic area, lower back and hips"), arthralgia ("constant pain in lower pelvic area, lower back and hips"), pollakiuria ("frequent need and feeling to urinate"), urethral cyst ("cyst on her urethra tube at least every other month"), menometrorrhagia ("very heavy irregular periods"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal sharp stabbing pains"), gingival bleeding ("bleeding gums") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, rash and weight increased had resolved and the back pain, arthralgia, pollakiuria, urethral cyst, menometrorrhagia, abdominal distension, abdominal pain, dyspareunia, gingival bleeding and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, gingival bleeding, menometrorrhagia, pelvic pain, pollakiuria, rash, urethral cyst, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: essure placed in each fallopian tube under direct visualization. 4 coils seen on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Current weight 160 lbs . Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, rash, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome of event weight gain, pelvic pain, rashes and vaginal discharge was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.